Event description:
It was reported that the ventilator failed flow transducer test. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Our field service engineer (fse) was on site and retrieved the device logs. The fse was not able to reproduce the reported event. The hospital replaced the expiratory cassette as a preventive action. One probable root cause is that the expiratory cassette was contributing to this failure at the time. The mentioned issue did not re-occur after hospital had exchanged the expiratory cassette. The measurement error is not likely to cause any patient hazards, as the deviation was marginal. Apart from the mentioned issue by the customer, the logs also contain alarms for low o2-concentration together with o2 supply pressure low alarms the day before the given event date. Our conclusion is that a probable cause for the low o2 concentration can be due to insufficient o2 gas pressure supply. The technical logs do not indicate any technical malfunction of the ventilator system. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).